Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported multiple no delivery alarms and high blood glucose. The blood glucose reading was as high as 588 mg/dl and customer treated with manual injection. The blood glucose reading was brought down to 327 mg/dl. She reported that each time she changed the infusion set, she saw insulin drip out from the tubing. Nothing further was reported.